Event description:
Removal of omega3 side plate, followed by a total hip replacement (not stryker). It was reported that "patient has avn of the femoral head; lag screw began to scratch acetabulum as femoral head was resorbed into body. Patient complained of pain, surgeon decided to do a total hip replacement." In addition, it was reported that, "infected piece, hospital did not release it."

Manufacturer narrative:
No evaluation will be performed. Device was retained by the hospital. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the lag screw scratched the acetabulum due to necrosis could not be confirmed, since no x-rays were provided. The evaluation of the provided information did not indicate any device problem. As provided in the event description the event of the lag screw scratched the acetabulum was related to an avascular aseptic necrosis of the femoral head. With the provided information the root cause can be assumed to be not device related. Potential causes which led to the necrosis could be e.g.: - insufficient bone preparation (e.g. Misdrilling/misreaming) - inadequate implant application - compromised vascularity or bone stock prior implantation please pay attention to the contraindications stated in the operative technique omega3 system compression hip screw (ref# (B)(4) lot a2806): "relative contraindications the surgeon's education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Conditions presenting an increased risk of failure include: any active or suspected latent infection or marked local inflammation in or about the affected area. Compromised vascularity that would inhibit adequate blood supply to the fracture or the operative site. Bone stock compromised by disease, infection or prior implantation that can not provide adequate support and/or fixation of the devices. Material sensitivity, documented or suspected. Obesity. An obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. Patients having inadequate tissue coverage over the operative site. Implant utilization that would interfere with anatomical structures or physiological performance. Any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care. Other medical or surgical conditions which would preclude the potential benefit of surgery. Detailed information are included in the instructions for use being attached to and shipped with every implant. See package insert for a complete list of potential adverse effects and contraindications. The surgeon must discuss all relevant risks, including the finite lifetime of the device, with the patient, when necessary." [Original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Removal of omega3 side plate, followed by a total hip replacement (not stryker). It was reported that "patient has avn of the femoral head; lag screw began to scratch acetabulum as femoral head was resorbed into body. Patient complained of pain, surgeon decided to do a total hip replacement." In addition, it was reported that, "infected piece, hospital did not release it."